Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt experienced breakthrough pain. She had been off her medication for (B)(6) and was still getting break through pain. Add'l info received from the hcp reported that the event was due to electrode misplacement, possibly due to migration. The peripheral stimulator caused too much muscle contraction in spite of multiple attempts at reprogramming. The lead was revised on (B)(6) 2011 to place the electrode away from the muscle. It was reported that there was no pt injury.